Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced corroded logic board for wont communicate with pc. Replaced corroded motor control board, replaced corroded bezel, replaced corroded rear case and replaced corroded cable assy dual. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/20/2020 to present date 12/17/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device would not communicate with pc. No patient involvement was reported.